Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ascenda_cath, explanted: (B)(6) 2014, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign patient via a foreign manufacturer representative (rep) regarding the patient's implantable catheter. The medication used in the system was unknown. In the autumn of 2014, the patient had a catheter revision. The patient felt that the ascenda catheter, "makes him painful effect and they wanted to change him indura for that". The catheter was replaced with a 8709 (indura) catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.